Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the patient suffered multiple tears while ¿running the bowel,¿ with the cadiere forceps instrument. No burns occurred. The tissue was torn as if too much pressure was used with the cadiere forceps instrument on the bowel. In total, 5 areas were torn on the bowel. The surgeon repaired the tissue by oversewing with suture. No bleeding was noted, reported more of a tissue damage issue, than a bleeding issue. No unplanned tissue removal resulted from the injury. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument, but the failure analysis investigation has not been completed. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have multiple indentations/burrs on the ridges of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage.

Event description:
Refer to h11 for follow-up information.